Manufacturer narrative:
Device is a combination product.     Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the proximal and mid-section of the stent were damaged and bunched causing the proximal end of the stent to move in a distal direction. Distal stent rows 1-6 were undamaged. The maximum crimped stent profile measurement at the time of manufacture was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping. A review of the manufacturing data for the stent profile was performed and no anomalies were noted. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-sep-2017. It was reported that crossing and advancing difficulties were encountered. The target lesion was located in a non-tortuous, moderately calcified, proximal to mid right coronary artery. A 3.00x38mm synergy ii drug-eluting stent was advanced for two times but still, the device was unable to cross the lesion. With the support of a guidezilla ii extension guide catheter, the device was re-advanced but difficulties were encountered during introduction into the hub of the guidezilla ii. The procedure was completed with two synergy stents (3.00x38mm and 3.00x20mm) deployed from mid to proximal rca respectively. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent damage.